Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 7.6 versus the labs 15.9 mmol/l. Tests were done within 1 minute. Pt did not experience any adverse events. No further info has been reported.